Event description:
Fax received from (B)(6) (B)(4) informing that customer reported the following : "fracture of ceramic head one year after implantation ((B)(6) 007). Original prosthesis placed in a different center and by a different surgeon than the reporting issuer (surgeon who performed the revision). It was noted: bipolar prosthesis, metallosis; revision surgery in (B)(6) 2013.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ceramic head. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.